Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI power port. It was reported that prior to the procedure the introducer in the port kit allegedly broken and fell apart. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI power port. It was reported that prior to the procedure the introducer in the port kit allegedly broken and fell apart. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one sealed power port MRI implantable port kit and one unsealed power port MRI implantable port kit were returned for evaluation. Visual evaluation was performed on the returned device. No anomalies were observed to sealed package returned. In the unsealed kit, one fully peeled 10fr peel-apart sheath was received. One half of the valve cap was noted to be attached to the 10.0fr side of the t-handle; the valve cap was noted to be missing and not returned on the bard side of the t-handle. No anomalies were noted throughout the peeled shafts of the 10fr peel-apart sheath. The manufacturing review states, visual inspection of the images showed a completely peeled 10 fr sheath for evaluation. The initial inspection showed that the top cap of the half indicating bard was detached from the handle, it was observed that the valve had not broken properly. A visual inspection of the additional images showed obvious traces of welding on the handle section where the top cap had come off, the detached top cap was not visible in the images. Therefore, the investigation is inconclusive for the reported fracture and material separation issues as the as the returned sample was not in proper condition to test for the reported issue. However, the investigation is confirmed for the identified valve cap detachment issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.